Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not allow to change the energy setting while in use. In this state, wrong defibrillation therapy may be delivered. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.